Manufacturer narrative:
Device was not returned.

Event description:
On (B)(6) 2013, patient reported there is a leak in the insulin cartridge. Patient was unable to provide an exact date when incident occurred; began before christmas. Patient stated this occurred at least twice. Patient reported the leak was not in the infusion set. Patient stated he saw drops of insulin in the cartridge compartment. Patient reported he noticed the plunger was very loose on the cartridges when he was filling them and also noticed leaks when filling. Patient stated despite noticing the leaks, he used the insulin cartridges in the infusion device. Cartridges are expired. Advised to discard expired product. Patient discarded the alleged cartridges and infusion set. Patient reported he was able to clean insulin out of the cartridge compartment of the infusion device. Patient stated the device displayed an e4 (occlusion) error prior to christmas as well. Patient reported the infusion device is working properly now. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Become aware date should be (B)(6) 2014.